Event description:
It was reported that, "it was noted when attempting to seat the implant (femoral stem) on inserter that the distal tip of the inserter appeared to be broken."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.